Manufacturer narrative:
The pet lock on the proximal end of the pod8 pusher assembly was intact. The pusher assembly was kinked in multiple locations along the pusher assembly. The pod8 coil was attached to the pusher assembly distal detachment tip (ddt). The coil was detached by the penumbra investigator for further evaluation. The outer diameter (od) of the coil was measured to be within specification. The introducer sheath inner diameter (ID) was measured to be within specification. The complaint has been evaluated. The complaint indicated that the pod8 would not advance into a px slim. Evaluation of the returned product revealed that the pod8 was kinked in multiple locations along the pusher assembly. This type of damage typically occurs due to improper handling during use. If the pod8 is manipulated with force at an angle, it is likely that the pusher assembly will kink. The kinked pusher assembly likely caused the resistance mentioned in the complaint when the pod8 was being advanced through its introducer sheath. All relevant dimensions were measured to be within specification. These devices are 100% functionally tested during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using a pod8. During the procedure, the physician met difficulty while advancing the pod8 through a px slim delivery microcatheter and it was removed. The procedure continued successfully using a new pod8. There was no report of an adverse effect on the patient.